Event description:
It was reported that the device self-reboots when docked in docking station. Additional information received: the issue has occurred multiple times. There is no patient information available.

Manufacturer narrative:
The returned device was evaluated. No anomalies were found during the internal inspection of the 'docking station (rds-1)' and the 'radical-7' device. The rds-1 was found to reboot every few seconds when ac power was connected and the radical-7 was docked and powered on. The radical-7 display was also refreshing with each reboot. This anomaly was not exhibited when radical-7 was docked onto a known good rds-1. After investigation of the rds-1 to communicate with the docking station to acquire software version information the reboot/refresh anomaly was no longer present. Hence, possible rds-1 system board software corruption is the most probable root cause. A service history record review reveals that this unit was in the field for over three years with no previous reported issues prior to this reported event.